Event description:
Consumer reported complaint for physical defect of test strips. Spouse is calling on behalf of the customer. Customer stated that the test strip is no longer staying in the meter; when the test strip is inserted and they attempt to test, the test strip immediately falls out. The customer feels well and did not report any symptoms. No medical intervention related to the use of the product was reported. The test strip lot manufacturer¿s expiration date is (B)(6) 2025.product storage and open vial date were not provided.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.